Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100557756, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection and pain is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptoms are a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) had an infection for over a year which was being treated with antibiotics from their previous surgeon. The patient also experienced pain. A surgical procedure was performed during which the device was removed, and the physician completed a washout and place a malleable device in order to hold the corpra space open. There were no further patient complications reported.